Event description:
It was reported that shaft break occurred. The chronic totally occluded target lesion was located in the mildly calcified left anterior descending artery. After a guide wire was inserted, a 3.00mm x 15mm emerge balloon catheter was advanced and was used as a trap balloon to hold the wire. However, part way through it, it was noted that the balloon catheter had been severed approximately 20cm from the tip of the device. A snare was used to capture the remainder of the device and was removed from the patient's body. Another balloon was used and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter city e1: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There were numerous hypotube kinks. The shaft was separated and torn at the guidewire exit notch. The separated ends were stretched and jagged consistent with tensile overload.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. The chronic totally occluded target lesion was located in the mildly calcified left anterior descending artery. After a guide wire was inserted, a 3.00mm x 15mm emerge balloon catheter was advanced and was used as a trap balloon to hold the wire. However, part way through it, it was noted that the balloon catheter had been severed approximately 20cm from the tip of the device. A snare was used to capture the remainder of the device and was removed from the patient's body. Another balloon was used and completed the procedure. No patient complications were reported and the patient's status was stable.